Manufacturer narrative:
This report is submitted on february 05, 2024.

Event description:
Per the clinic, the patient underwent device repositioning surgery under general anesthesia on (B)(6) 2023 due to implant migration and open circuit. The implanted device remains.